Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: update to b4, g3, g6, h2, h6, h10. A technical summary written by edwards applies to this event, therefore an engineering evaluation is not required. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. The 3mensio and a procedural video were provided and the following was observed: calcification was present in the patient's aortic root and native annulus. Fluoroscopy video (procedural) demonstrated balloon burst after valve deployment, as indicated by loss of a well-defined balloon-shape outline. While IFU/training manuals are not listed in the technical summary written by edwards lifesciences, a review of the instructions revealed similar contents as documented in the technical summary; therefore, the technical summary remains applicable. The complaint for balloon burst was confirmed through the provided procedural video. However, the complaint for sheath ' difficulty or inability to withdraw system through sheath was unable to be confirmed due to no device return and no applicable imagery provided. No manufacturing non-conformance was identified during the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per information received by the site, there was severe calcification at stj, which was confirmed via imagery review. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressures, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on patient anatomy which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty.

Manufacturer narrative:
Investigation is ongoing. H3 other text: device not returned.

Event description:
As reported by the field clinical specialist, during implant of a 26 mm sapien 3 ultra resilia valve in the aortic position, the balloon ruptured on severe stj calcification. Additional information received in follow up verified that the balloon ruptured after it was fully implanted. The operator pulled the pigtail back into the ascending aorta and it was at this point, the balloon ruptured. The ds was removed successfully. There was difficulty removing the ds into the esheath. Once the ds was pulled into the esheath, both devices were successfully removed together and a second esheath was inserted. There was no patient injury.